Event description:
It was reported that during a hand assisted sigmoid colon resection procedure the surgeon was taking his hand out of the device and the seal cap ripped. No pieces fell into the patient. A second device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.